Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain (abdominal pain)') in an adult female patient who had essure (batch no. B82475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, body mass index normal, kidney stones, weight gain and fever (temperature 99). MRI scan of the brain which was negative. I would advise you to please take a home pregnancy test since you are late, just to make sure that the cause for this is not pregnancy. Previously administered products included for birth control: nuvaring and mirena. Concomitant products included bupropion hydrochloride (wellbutrin) and topiramate since 2016. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("bloating /swelling of abdominal area"). On an unknown date, the patient experienced migraine ("migraines/ headaches") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and abdominal distension had resolved, the vaginal haemorrhage and weight fluctuation outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: it was reported that bimanual examination under anesthesia revealed the uterus to be anteverted, smooth, and mobile. Hysteroscopy revealed a septate uterine cavity with no significant other intracavitary abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- weight fluctuation, migraine ,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain (abdominal pain)') in an adult female patient who had essure (batch no. B82475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, body mass index normal, kidney stones, weight gain and fever (temperature 99). MRI scan of the brain which was negative. I would advise you to please take a home pregnancy test since you are late, just to make sure that the cause for this is not pregnancy. Previously administered products included for birth control: nuvaring and mirena. Concomitant products included bupropion hydrochloride (wellbutrin) and topiramate since 2016. On (b)(64) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("bloating /swelling of abdominal area"). On an unknown date, the patient experienced migraine ("migraines/ headaches") and weight fluctuation ("weight gain / loss specify which one"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and abdominal distension had resolved, the vaginal haemorrhage and weight fluctuation outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: it was reported that bimanual examination under anesthesia revealed the uterus to be anteverted, smooth, and mobile. Hysteroscopy revealed a septate uterine cavity with no significant other intracavitary abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- weight fluctuation, migraine, menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: reporter and patient demographics, medical history, historical drug, laboratory data were added. Added suspect drug indication and lot number. Injury event was replaced with abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain (abdominal pain), fatigue, weight gain / loss specify which one, bloating/ swelling of abdominal area, migraines/ headaches. On (B)(6) 2019: wrong source document attached. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.